Manufacturer narrative:
Concomitant medical products: 3058 urinary stim ipg, implanted: (B)(6) 2018; 3093-28 urinary stim lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing resulting in false termination of atrial tachyca rdia/atrial fibrillation (af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.